Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed a proximal type I endoleak. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Pre-procedural angiograms were provided for clinical review. Review of the images indicates moderate calcification and significant angulation were present. These issues could be responsible for the subsequent endoleak where loss of apposition and overlap occurred. There is no evidence of malfunction of the device but rather the cause is most likely a result of the pathology and probably continual dilation of the aorta. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains in the patient.